Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed critical pump error. The customer was assisted with troubleshooting. Customer's blood glucose level was unknown at the time of the incident. The customer stated that they received a critical pump error image on the insulin pump's screen. The customer stated that they were swimming with the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Pump powered up properly after battery installation. No critical pump error (open book image) alarm noted. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Moisture damage was found on the electronic assembly, force sensor, and the motor during visual inspection. No moisture damage was found on the keypad assembly. Pump received with scratched case, case cracked behind the pump near the battery compartment, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.